Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the ipg and lead site. Patient was prescribed oral antibiotics to address the issue.

Manufacturer narrative:
An infection at the ipg and lead site(s) was reported to abbott. The patient was prescribed oral antibiotics, and the entire system was explanted to address the issue. It was also determined the patient was hospitalized and underwent debridement due to infection. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the patient's system was explanted to address the issue. Reportedly, patient was hospitalized and underwent debridement due to infection.